Event description:
According to the reporter, pre-operatively, while charging, the handle charger flashed red light. The issue remained unresolved even after a new charger, no reset was possible. It was noted that the charger worked fine with other handles. There was no patient involved. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Additionally, the investigation detected an unreported condition of improper cleaning/preparation that has no relationship to the reported condition. There were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes. The product analysis noted evidence that the device was not used as intended. The root cause of the observed damage was misuse of the product. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. If information is provided in the future, a supplemental report will be issued.